Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (will not power on) was not confirmed. The lcd ribbon cable was loose. The lcd display was dark. The lcd ribbon cable was cleaned and reseated, and the display functioned as expected. The dark lcd made it appear that the charger was not powering on. The charger passed essential performance testing and was able to charge a battery. Additionally, insect contamination was found throughout the unit. The root cause for the contamination was ingress of insects. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.